Manufacturer narrative:
Concomitant medical device: product ID 5076-58 lead implanted: (B)(6) 2008. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the lead replacement procedure, the right ventricular (rv) lead also dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.